Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was explanted. There was no report of further complication.